Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation revision with 800cc mentor memorygel breast implants and experienced rupture on the left side and anisomastia on the right side postoperatively. The rupture was confirmed with a physical examination. As a result, the patient underwent bilateral device removal and replacement with 800cc mentor memorygel breast implants, catalog number 3508004bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2020. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on october 12, 2020, mentor became aware that the patient also experienced device migration on the right side. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).